Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. No reported contamination was noted on the returned device. The catheter and thermocouple met specifications for electrical testing and temperature response. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature and energy delivery issue with subsequent device contamination remains unknown.

Event description:
During an av node procedure, a clot was found on the catheter tip upon removal. At the beginning of ablation, the temperature quickly increased to the limit programed (60°c) and the energy delivery stop some seconds after initiation, due to temperature cut off. Power during rf delivery was always under 20w, dropping quickly to less than 10w. Programed ablation settings were 50w/60°c. The catheter was exchanged, and the procedure completed successfully with no adverse consequences for the patient.